Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(6), omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the accidental failure of the electronic component on the printed circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified diagnostic procedure using the subject device, it was found that the screen of the subject device blacked out occasionally. The facility did not complete the procedure. There was no report of patient injury associated with this event.